Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) confirmed the problem, and replaced the ophir energy detector to address this issue. The tm successfully completed the system verification. Conclusion: based on the results of the investigation, the root cause was a faulty ophir energy detector. (B) (4). (B) (4).

Event description:
Adverse event: aborted procedure. Malfunction: high energy; laser head error; procedure aborted. A user facility received a "secondary energy too high" during energy check. The ophir detector head failed which would not allow for a correct energy calibration or energy check. The surgeon stated that there was no harm or injury, experienced by any pt, from the reported event.